Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received a shock. Upon follow-up, the device showed an error code and was at end of life (eol) with a capacitor charge time of 45.0 seconds. Once explanted, it was noted that the device had a small mark on the back side that was thought to be attributed to a short circuit of some kind. Since the lead measurements were stable, and venography showed a massive occlusion, the physician elected to implant a new device with the chronic leads. Induction testing was performed, and the device delivered a 41 joule shock that successfully converted the rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD noted an arc mark on the device case. A review of the device memory found a shorted lead fault was recorded on (B)(4) 2014. Two charge time exceeded faults caused the device to declare elective replacement indicator (eri) battery status, and then two additional charge time exceeded faults triggered end of life (eol) battery status. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the additional high voltage charge attempts caused the device to declare eri and eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. The device damage was induced by a shock through a lead that was shorted to the device case. A technical services consultant reviewed the episode that resulted in the shorted lead condition, where the shock impedance measurement was less than 20 ohms; the rhythm appeared to be conducted atrial fibrillation.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.